Event description:
The customer reported that the clear insulation of the device came off during the procedure. Nothing fell into the pt cavity. A new device was opened to complete the case and there was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.